Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA.na

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties and patient effects appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. (B)(4).

Event description:
It was reported that the procedure was to treat a lesion located in the proximal right coronary artery. Several attempts were made to advance the xience sierra stent to the lesion, but the stent could not cross a previously implanted stent. During removal, the stent dislodged. Unsuccessful attempts were made to remove the dislodged stent, as it was only able to be moved to the access site in the right radial artery. Contrast was injected, and the dislodged stent was noted to be lodged in a branch between the radial and ulnar arteries, so it was decided to leave it there as it did not limit the flow in the side branch. The final patient outcome was good with no issues. There was no clinically significant delay in the procedure. No additional information was provided. Sus voluntary event report (mw5088723) received reporting: stent came off of the stent catheter delivery system and left in pt's body. The stent was found in the pt's arm in the .arterial system. Stent was 4.0mm x 08mm.